Event description:
During the af procedure, it was noted that when the catheter was connected to the tactisys and the reset button was clicked, a long sound was heard. The catheter was reconnected and the same issue occurred. The catheter was exchanged to one of a new lot number and the issue was resolved. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.